Event description:
It was reported that during a patient discharge check, high voltage lead impedance was not updated even after device firmware download. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of an inability to perform a high voltage lead impedance check was confirmed in the laboratory via review of the programmer logs. Measurements could not be performed due to ongoing morphology and on one occasion, due to potential tachycardia episode detection. Programmer logs also showed one successful high voltage lead impedance check that returned a value within good range. The device was tested on the bench as well as using automated test equipment and no anomalies were detected. The device was functioning according to specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.